Manufacturer narrative:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the processor pca failure. Reported problem was solved by field service engineer, after replacing the processor pca, device was successfully returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the unit failed the system test. No patient involvement reported at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Defecive processor pca was returned to fa lab for analysis. Reported problem "general system test failure" was not verified in lab testing. This pca had bootloop-no video. The processor pca passed all test with a known good som pca installed. Therefore, the som pca was defective.

Event description:
This report is based on information provided by philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that the operational check failed. No patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.